Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 62 mg/dl. The customer had not reported any symptoms and treatment. Customer's blood glucose value was 34 mg/dl at time of incident. Customer's current blood glucose value was 145 mg/dl. Customer reported multiple low blood glucose events over the last 1 1/2 years that were not reported. They always happen when sleeping. Customer is currently consulting doctor regarding low blood glucose. Troubleshooting was performed. Customer has been experiencing low bgs for 1 1/2 . Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The drive support cap appears normal (slightly indented). Customer declined to look at other settings. Customer stated she has lost almost 30 pounds and was using the same boluses she would have used when she was 30 pounds heavier. Doctor recently changed settings on pump to correct low blood glucose. Customer believes the pump is not over delivering. Customer was advised to continue to follow up with hcp regarding low blood glucose. The product was not returned for analysis.